Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to perform a pump reset, which was successfully completed without the error reoccurring, allowing the caller to start their sensor session successfully.